Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 11-may-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the main arm nozzle tip hitting the bottom of the diluent well . The fse adjusted the main arm z axis higher for better diluent pick . The fse performed leak test, which passed. The customer ran and verified the controls. The probable cause of the event was misalignment of the diluent well.

Event description:
On (B)(6) 2015 a customer reported imprecision with their aia-2000 analyzer. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in a potential delay in reporting of patient results for luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.